Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that at the end of a total knee arthroplasty (tka) surgical procedure for a post tibia cut, it was observed that the velys satellite station device extension numbers were six-seven mm more than expected. The device was in use with the velys base station device. The robot was not mounted on the bed. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event and it was observed that the accubalance¿ graph displays the gap measured between the planned positions for the femoral implant and the planned surface of the tibial insert. Negative numbers (red line) describe a measured gap between the planed femoral implant and tibial resection smaller than the tibial construct (tibial plateau + insert thickness selected). The tissues could be under excessive tension to accommodate for that insert thickness. The investigation found that the anterior cortex line acquisition was acquired too medially and should be acquired more laterally. The anterior-posterior (a-p) shift, from the planning screen, is the distance between the anterior cut plane and the anterior reference point derived from the anterior cortex acquisition. Could not confirm the described issue. It was found that no issues nor anomalies were found and the system was operating properly and accurately. No defects or failures were found. The assignable root cause could not determined.